Event description:
Customer reported via phone call, the insulin pump had alarmed button error and is unable to clear it. Customer's blood glucose was 7.7 mmol/l. Customer didn't recall any significant event which may have caused the device to alarm. She was just sitting around with her device in her pocket. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. Customer agreed to return the device for further analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.